Event description:
It was further reported that occlusion was suspected but not confirmed. A computerized tomography (CT) scan of the chest/abdomen/pelvis without contrast showed pulmonary edema with trace pleural effusions. A transthoracic echocardiogram (tte) revealed an ejection fraction of 28 percent, left ventricle systolic function was severely reduced, right ventricle systolic function was severely reduced, and the peak outflow graft velocity was 2.1 meters per second.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a the driveline boot cover was returned to the manufacturer. Manufacturer's analysis subsequently revealed foreign material within/around the driveline boot.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: d1: heartware ventricular assist system ¿ driveline boot cover d4: model #: 1175, catalog #: 1175, expiration date: unk, serial or lot#: (B)(6), d9: yes, h3:yes, h5: yes, h6: the codes present in section. H6 corresponds to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the associated driveline boot cover (lot no. R023951) were returned for evaluation. A review of the pump's device history record confirmed that the associated device met all requirements for release. No performance allegations were made against the driveline boot cover. A review of the driveline boot cover¿s device history record was not performed as the analysis associated with the device is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned driveline boot cover revealed that the device passed dimensional verification and functional testing. Visual inspection revealed foreign material within and around the driveline boot cover; however, the observed foreign material did not compromise the functionality of the device. This is an additional finding not related to the reported event, likely due to handling of the device. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front preload, rear housing disc curvature, and front housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Log file analysis revealed a decrease in power consumption and estimated flows, with an associated decrease in pulsatility, starting on 09/apr/2024 and 17 low flow alarms logged since 03/may/2024. As a result, the reported flow, pulsatility and power decreases were confirmed. The reported occlusion event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow/power event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, possible root causes of changes in pulsatility can be attributed to patient conditions including left ventricular contractility, right heart function, and left ventricular afterload, which can be affected by pump rotational speed. Per the instructions for use, pleural effusion, renal dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental is being submitted for additional information and correction. Corrected fields: b3 date of event additional information: b2. Outcome attributed to adverse event b2. Date of death b5. Desc evt problem h1. Type of reportable event additional codes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient subsequently expired.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized with shortness of breath, low mean arterial pressure (map), and low flows that did not show improvement with intravenous (IV) fluid. Log files showed flow, pulsatility and power deceases for several weeks with no change in speed and occlusion was suspected. A computed tomography angiography (cta) was not performed due to the patient's kidney function. The ventricular assist device (vad) is included in the subgroup 2 population for delay or failure to restart. The patient was started on medication, and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 5076-52 lead implanted on (B)(6) 2014, 6935m62 lead implanted on (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.